Event description:
On 7th june 2024 it was reported by a arthrex employee via email that an ar-3373-4002, sheath, hf, tap/fen, 2 stopcock for 4.0 mm scope suction port was broken. This was detected during use in a shoulder surgery on (B)(6) 2024 with no patient harm. The procedure was completed successfully as the device was changed to another one.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-3373-4002, serial/batch number 1743307, was received for investigation. The visual inspection revealed that the stopcocks had become detached at the weld. Signs of wear were observed at the shaft tip. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.